Event description:
It was reported that last thursday, the patient went into a CT scan with his stimulation on and halfway through the scan he felt a ¿horrible pain¿ in the middle of his back. This was also reported as a burning sensation in the pocket. The patient did not turn the stimulation off prior to the scan. The stimulation was on during the scan. After the scan ¿they¿ injected dye and nothing changed. The patient wanted to know if there was something he could do with his patient programmer to see if the device was damaged. The patient also noted that they currently ¿could not sleep period.¿ the patient lay on a chair with a heating pad. The patient was given ¿hydromorephone¿ and ¿they took away [the patient¿s] oxycodone.¿ the CT scan was not related to the device or therapy and was recommended by cardiac healthcare professional (hcp). The patient was redirected to the hcp. The patient was making an appointment with the doctor and wanted a manufacturer representative to be present. Later, it was noted that a manufacturer representative was scheduled to see the patient at the doctor¿s office 2014 (B)(6). Later, it was reported that all impedances were within normal limits. There was no intervention planned or needed. The patient did not even remember having the pain. Per the doctor the patient had declined cognitively quite a bit since last meeting him. The patient was receiving stimulation in needed areas. However, the patient was unclear whether or not this was helping his pain. At this time, the doctor decided not to do any further intervention for this patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).